Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus, and the row cubie pockets in that drawer failed to release. The field service engineer (fse) inspected and found everything appeared normal. The fse reseated all cables for both drawers and discovered that back row e had completely failed. The fse removed all other cubies, cleaned out debris from underneath, and reseated all row cables after cleaning the connectors. After reinserting all cubies in row e, they were recognized. The customer logged in, recovered the failure, and inventoried the medications in row e. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not detected on the bus, and the row e cubie pockets were failed to release and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.